Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that a single lumen and dual lumen umbilical catheter were placed into a baby in the nicu department. On x-ray it was discovered that one of the catheters was misplaced. The wrong catheter was removed resulting in an ischaemic injury to the patient on the right flank/hip which required treatment. The patient was not re-x-rayed after removal to check that the correct catheter had been removed. The customer stated that the product was not at fault; however, the nurses have asked if our company could look at ways to make it easier to identify on x-ray between single and lumen catheters. The injury was in the process of healing when the patient was discharged from the nicu. Upon further clarification from a covidien clinician, the reported incident from a covidien clinician, the reported incident is more clearly described as, the clinician removed the correctly placed catheter and the secondary catheter remained in the patient. This resulted in an ischaemic injury to the patient.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample was not returned and no photos of the cited catheter were sent for investigation. There has been no product failure alleged by the customer. It was reported that the customer removed a functional uvc catheter leaving a secondary misplaced catheter in the patient. The event reported is not related to the catheter functionality. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations.